Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited intermittent high out-of-range pace impedance measurements. The rv pacing and sensing vector was changed to unipolar and noise oversensing occurred. The patient was not dependent on rv pacing support. The patient and physician elected to replace the rv lead when it was time to replace the device. Subsequently, the rv lead was surgically abandoned and the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that the high out-of-range pace impedance measurements were reproduced during the revision procedure when the right ventricular (rv) lead was tested with a pacing system analyzer (psa). Prior to removing the rv lead from the header, the device header-to-lead connection was found to be secure. This rv lead remains surgically abandoned. No additional adverse patient effects were reported.